Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curve showed increasing bipolar impedance in the period from the end (B)(6) 2018 until (B)(6) 2018 and reaching the value of approx. 950 ohms. The uni-polar impedance showed stable values around 600 ohms for the recorded period from the beginning of (B)(6) 2019 until (B)(6) 2019. The test values of (B)(6) 2019 showed the bipolar pacing impedance out of range (greater than 2500 ohms) and no pacing in bipolar configuration. The uni polar impedance remained at 638 ohms. Furthermore, small artifacts resulting in oversensing could be seen on the right ventricular channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The available data is under analysis at the moment.

Event description:
It was reported that a bipolar lead failure occurred in (B)(6) 2018 due to high impedance. The patient felt dizzy and fell down. The lead was capped on (B)(6) 2019 and a new lead was added. Should additional information become available, this file will be updated.